Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited failure to sense, high pacing impedance, and high capture threshold due to clavicular crush. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
Additional information received noted that noise was also observed.